Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflammation in uterus') and salpingitis ('inflammation in tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant) and constipation ("constipation"). At the time of the report, the uterine inflammation, salpingitis and constipation outcome was unknown. The reporter considered constipation, salpingitis and uterine inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflammation in uterus') and salpingitis ('inflammation in tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant) and constipation ("constipation"). At the time of the report, the uterine inflammation, salpingitis and constipation outcome was unknown. The reporter considered constipation, salpingitis and uterine inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.